Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not returned to manufacturer.

Event description:
Avenue-l : issue while deploying anchor, cage had to be removed and replaced. It was a double level t12-l1 & l1-l2 following a posterior construct. Initially patient had a posterior construct that was removed (waiting for reporter's answer to know if it was ldr/zimmer biomet products) moreover, pre-operative radios showed an old fracture in l1. Surgeon completed discectomy of the two discs. He implanted a first cage in t12-l1 with s anchoring plates. Then he implanted a second cage in l1-l2. For this level, the first anchoring plate was implanted in l1. The bone seemed to be very sclerotic in l2. Surgeon used starter awl and tried then to implant m anchoring plates. It wouldn't deploy. Sale rep asked the surgeon to remove the impactor but surgeon couldn't. Impactor was jammed in implant holder. They tried to separate the two instruments but couldn't. Surgeon used paddle distractor to distract space & remove the cage but while doing this, l2 vertebra fractured. Surgery was completed with higher cage and without anchoring plates as the implant holder couldn't be used anymore. The cage was then secured with an anterior plate (not ldr/zimmer biomet product). Delay 45min. Information was provided on april 03rd : patient is fine. Additional information was requested on the surgical steps involved : there is no possibility of conflict with another device because the posterior construct was removed before avenue-l implantation. It was a left approach. The adjustable stop was used properly. The whole construct (anchoring plates in l1 + cage + anchoring not impacted in l2) was removed at the same time because implant holder+impactor couldn't be separated from cage and anchoring plate. The right size of starter awl was used before anchoring plate impaction in l1 & in l2 there was no problem to impact starter awl in l2. Bone was sclerotic but starter awl was fully impacted. No per-op images will be provided. Only instruments were returned. Investigation on the instruments that were received (implant holder & impactor) is still in progress but the first analysis shows no sign of malfunction.

Manufacturer narrative:
This medwatch is submitted following an additional information, and to send the result of the investigation of this complaint. Reporter confirmed the information previously reported. She just added that may be the cage has moved between starder awl and anchor impaction. So may be the anchor wasn't in front of the slot and was directly to the hard bone. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. No examination on implants can be performed as they were discarded at hospital. Regarding information provided, root cause of this issue is unknown but probably due to cage movement between starter awl impaction step & anchoring plate impaction step. The investigation found no evidence to indicate a device issue. Based on information available and on the investigation, the exact root cause of this issue can not be determined but we continue to track and trend this type of issue.

Manufacturer narrative:
Implants and starter awl were discarded by the hospital. No examination could be performed. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event conclusion is not yet available. Investigation still in progress.

Event description:
Avenue-l : issue while deploying anchor, cage had to be removed and replaced. It was a double level t12-l1 & l1-l2 following a posterior construct. Initially patient had a posterior construct that was removed (info received on april 2018, the posterior construct that was removed was not an ldr product). Moreover, pre-operative radios showed an old fracture in l1. Surgeon completed discectomy of the two discs. He implanted a first cage in t12-l1 with s anchoring plates. Then he implanted a second cage in l1-l2. For this level, the first anchoring plate was implanted in l1. The bone seemed to be very sclerotic in l2. Surgeon used starter awl and tried then to implant m anchoring plates. It wouldn't deploy. Sale rep asked the surgeon to remove the impactor but surgeon couldn't. Impactor was jammed in implant holder. They tried to separate the two instruments but couldn't. Surgeon used paddle distractor to distract space & remove the cage but while doing this, l2 vertebra fractured. Surgery was completed with higher cage and without anchoring plates as the implant holder couldn't be used anymore. The cage was then secured with an anterior plate (not ldr/zimmer biomet product). Delay 45min information was provided on april 03rd : patient is fine. Additional information was requested on the surgical steps involved : there is no possibility of conflict with another device because the posterior construct was removed before avenue-l implantation. It was a left approach. The adjustable stop was used properly. The whole construct (anchoring plates in l1 + cage + anchoring not impacted in l2) was removed at the same time because implant holder+impactor couldn't be separated from cage and anchoring plate. The right size of starter awl was used before anchoring plate impaction in l1 & in l2 there was no problem to impact starter awl in l2. Bone was sclerotic but starter awl was fully impacted. No per-op images will be provided. Only instruments were returned. Investigation on the instruments that were received (implant holder & impactor) is still in progress but the first analysis shows no sign of malfunction. Additional informations were received last may 14th and 15th: the chisel blade used was thrown after the surgery. During the surgery it was inspected before its passage in l2 and did not seem to have any asperities. The surgeon inserted the chisel sequentially (with a series of small impactions then removal of the chisel and repeat again) until reaching the adjustable stop. Investigation still in progress.